Manufacturer narrative:
An investigation of damaged ostase qc and calibrator vials was conducted at bci. It was determined that the glass vials are not compatible to freezing at -70ºc.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a damaged access ostase qc vial, which leaked the content. The customer did not report effect to patients or end users in association to this event.